Event description:
It was reported that during a da vinci-assisted nephrectomy - donor surgical procedure, error 32100 occurred on universal surgical manipulator (usm2), and the led was not illuminated during the case. Initial troubleshooting involved viewing system logs, which confirmed an axes controller, motor (acm) board-related error in usm2. The system was power cycled, but the error immediately returned, and recovery attempts were unsuccessful. The surgeon indicated all four usms were needed, so swapping out the patient side cart (psc) was suggested, though this was not completed during the call. Later, the status of the issue was checked by a customer service representative, and it was confirmed that a field engineer had already been on site and the issue was resolved. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) due to error 32100. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. The probable root cause is likely due to the axes controller, motor (acm) board in usm2. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm2) was analyzed, and a review of system logs found the 32100 error confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the 32100 error was triggered indicating fault on the usm, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where direction test was found to be failing on the insertion brake assembly. Once testing was completed, the insertion brake assembly was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the insertion brake assembly in the usm. The issue can be resolved by having the fse replace the usm.